Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, sticky pump.

Manufacturer narrative:
This follow up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all tubes and the strain relief of the longer exhaust tube of the pump and on the exhaust tube of cylinder #2. A group of striations are noted no the inlet tube of the reservoir, indicating contact with unshod instrumentation. Testing revealed this not to be a site of leakage. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the reservoir. The information received indicated a sticky pump, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5817212. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.